Event description:
It was reported that a large volume folfusor leaked from its fill port. This occurred during filling with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between 02/20/2014 and 02/21/2014. A review of all batch record documents was performed for this lot number and no issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was received for evaluation. A visual inspection was performed and found no evidence of a leak on or near the fill port. A functional leak test was performed by filling the device with colored water. No evidence of a leak was found during filling. After the device was filled, it was monitored until the next day. No evidence of a leak was observed on or near the fill port during this time. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.